Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that during a procedure for chronic sinusitis, the surgeon reported that 2 different burs broke while drilling out the frontal sinus at 12,000 rpm speed. After the second bur broke, a new bur was borrowed from another facility in the area; there was a 70 minute delay. It was confirmed that no fragments of the broken burs remained in the patient; the procedure was successfully completed using back-up products. There was no patient impact/injury reported.